Event description:
It was reported that an (B)(6) female who had 550cc mentor memorygel breast implant placed experienced dissatisfaction of the procedural results postoperatively. The patient had the implants placed in an emergency surgery due to her previous implant being infected. This event was reported under 1645337-2022-05091 on (B)(6) 2022. The 550cc mentor memorygel breast implants were placed because those were the available implants during the emergency surgery. The patient does not like the way the gel implants look, and it has caused her distress and displeasure with her body image. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-05170 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2022. The patient experienced asymmetries of her implants. The implants are uneven and do not look full. The left side is less full and appears flattened. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).